Manufacturer narrative:
B3: the event date is approximate. D4: the device serial number and manufacturing number were not provided. H4: manufacture date not provided or identifiable. Product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that a philips sonicare brush head broke into pieces during use. No injury was reported. A potential choking hazard was identified.